Event description:
Caller reportedly received the following results on the customer's advantage system within 10 minutes: 95 mg/dl, 227 mg/dl, and 207 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The account alleges that the device has unintentional movement of the knee down function.